Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the multiple ongoing occlusion alarms occurred. Customer changed pump supplies to address occlusions. Customer's blood glucose level was 180 mg/dl. Customer reverted to manual injections to address occlusion. In addition, it was reported that the fill estimate was inaccurate. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer filled the cartridge with 480-500 units of insulin. Tandem technical support educated customer on overfilling the cartridge. Customer loaded a new cartridge to resolve the issue.